Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test and compromised force sensor system alarm at 4.0 lbs during prime test due to faulty force sensor resistor. The insulin pump had cracked display window corner, scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 270 mg/dl at the time of incident. The customer stated that they were correcting the blood glucose with manual injection. The customer stated that the insulin continued to drip after motor stopped during manual prime process. The customer stated that the insulin pump was bumped and dropped but not recently prior to the alarm. The insulin pump will be returned for analysis. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.